Manufacturer narrative:
Correction to the initial MDR in device code. Additional information was received that the physician confirmed the charging difficulty and/or swelling issue was device related.

Event description:
A report was received that the patient was having difficulty charging the ipg due to depth or swelling issue. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4).the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was having difficulty charging the ipg due to depth or swelling issue. The patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively.